Manufacturer narrative:
Eval: litter skin.

Event description:
It was reported by service report that the head end jack was drifting down, the litter skin was damaged and the brakes required upgrade. No pt involvement or adverse consequences are reported.